Event description:
It was reported to philips that wireless footswitch button and workstation signal issue occurred on an azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the footswitch contacts and reconnected the cable. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).